Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Hospital will not release.

Event description:
It was reported that surgeon revised right hip due to patient non compliance and loose cup. Stem was well fixed and surgeon replaced new stryker head on the stem and replaced cup and liner with competitor product against recommendation of sales rep as this is considered off label use. Surgeon proceeded and completed the case.